Manufacturer narrative:
Conclusions: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a procedure, the device was noted to be kinked out of the package. The physician attempted to use the introducer to place it in the sheath; however, the end of the neuron came apart and was unable to be used.